Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the trek balloon dilatation catheter was being used in an unspecified procedure. After dilatation of a stent, the trek was being removed, but the shaft of the trek catheter separated approximately 10 cm from the tip and remained in the coronary vessel. A snare was used to remove the separated portion. There was no adverse patient sequela reported and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequently, after filing the report it was noted the size of the balloon is a 3.0x20mm. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported separation could not be determined; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. Possible factors that may contribute to a separation may include, but not limited to, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. In this case, a conclusive cause cannot be determined since the device was not retuned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.